Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device needed a new battery drawer o-ring. It was also noted that the two side bail covers were broken. (B)(4).

Event description:
It was reported the battery latch is hard to close. It was also reported the battery drawer will not close or seat properly. The device was returned for repair. There was no patient involvement.